Event description:
On (B)(6) - it was reported by the end user that while sitting in the tdx base power wheelchair the adjustable arm swung out and possibly caught on her robe, causing the joystick to moving forward. The chair moved forward trapping her between the chair and the wall. As a result, the consumer allegedly sustained a puncture wound in right foot, sprained ankle, bruised rib cage and sore arm. She later was diagnosed with a herniated disc at c 4-5-6.

Event description:
On (B)(6) - it was reported by the end user that while sitting in the tdx base power wheelchair the adjustable arm swung out and possibly caught on her robe, causing the joystick to moving forward. The chair moved forward trapping her between the chair and the wall. As a result, the consumer allegedly sustained a puncture wound in right foot, sprained ankle, bruised rib cage and sore arm. She later was diagnosed with a herniated disc at c 4-5-6.

Manufacturer narrative:
(B)(4) issued MFR report #1525712-2012-01764 dated (B)(4) 2012. On (B)(4) 2012 invacare received from the FDA report # (B)(6) for this same incident. MFR report #1525712-2012-01764 was issued with the model number as tdx base, the correct model number is tdx-sp. The serial number was indicated as unknown, the serial number is (B)(4). Both sections in d-4 has been corrected. Additional information received that was not included in our initial report: invacare consumer affairs had contacted the consumer. The dealer had taken off the adjustable arm and mounted the joystick on a standard arm. The consumer's arm was allegedly injured during the incident. The consumer did not get medical attention. The consumer's preexisting medical condition states muscular weakness which fluctuates and she had been bed ridden from (B)(6) 2012. The consumer stated that her chair is now allegedly tipping forward. Invacare consumer affairs called the dealer and asked that a technician go out to look at the current issue that the consumer mentioned (the chair is allegedly tipping forward). MDR decision date: (B)(4) 2012. (B)(4) no RMA has been initiated for this issue. Model tdx base, serial number/date code is unknown. The owner's manual part number 1143190, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Event description:
(B)(4) - it was reported by the end user that while sitting in the tdx base power wheelchair the adjustable arm swung out and possibly caught on her robe, causing the joystick to moving forward. The chair moved forward trapping her between the chair and the wall. As a result, the consumer allegedly sustained a puncture wound in right foot, sprained ankle, bruised rib cage and sore arm. She later was diagnosed with a herniated disc at c 4-5-6.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdx base, serial number/date code is unknown. The owner's manual part number 1143190, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4). Per end user, she was not sitting on the tdx power wheelchair but her feet were on the floor, her bottom was totally off the chair and she was standing half way up. She was in this position when the alleged incident occurred. (B)(4). No RMA has been initiated for this issue. Model tdx base, serial number/date code is unknown. The owner's manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.